Event description:
Teleflex medical customer service in another country, reported an end-user alleges that the skin stapler staples are jammed. No patient injury or medical intervention was reported.

Manufacturer narrative:
Additional lot number: t1255367. The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.